Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a damaged t2 transformer on the defibrillator pca. The solder connection at pin 2 of the transformer was broken. The root cause for the broken solder connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed an incoming pulse test.